Event description:
It was reported that the bd nexiva¿ closed IV catheter systems' cannula broke and would not retract for removal. The following information was provided by the initial reporter: "a nurse was attempting to gain venous access using a bd cannula when the needle broke inside and would not retract when trying to remove after flash-back was visible."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter address 1: university (B)(6) hospitals.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that the bd nexiva¿ closed IV catheter systems' cannula broke and would not retract for removal. The following information was provided by the initial reporter: "a nurse was attempting to gain venous access using a bd cannula when the needle broke inside and would not retract when trying to remove after flash-back was visible."